Event description:
The complainant alleged that the tie wrap was leaking. The independent repair statement confirmed that the tie wrap was leaking as the key failure and was alarming or had a yellow light.